Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was mfg and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.

Event description:
Upon device interrogation, a message indicating the device could not be interrogated was displayed ("unable to interrogate device incompatible software"). Reportedly, few days later (exact date is unk), the device could be interrogated normally.